Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled ¿surgical treatment of three and four-part proximal humeral fractures¿ by brian d. Solberg, md; charles n. Moon, md; dennis p. Franco, md; and guy d. Paiement, md; published in the journal of bone and joint surgery, volume 91-a, number 7, july 2009, was reviewed. The article¿s purpose was to compare the outcomes of patients in whom a three or four-part proximal humeral fracture had been treated with either (1) open reductions and internal fixation with a locked plate or (2) hemiarthroplasty with cement. There were (3) different prosthesis used for the hemiarthroplasty, one of them was a humeral stem from depuy, the other two were competitors. There were 48 patients in the hemiarthroplasty group. Complications in that group included a wound infection in three patients, with one of them requiring surgical irrigation and debridement with retention of the prosthesis. Computed tomography documented nonunion of the greater tuberosity in seven patients with an average of 1.4 mm of tuberosity migration. All seven patients underwent a reoperation with autogenous bone-grafting and revision of the tuberosity fixation.